Event description:
The customer reported the 9800 system will not go up and down. No patient injury was reported.

Manufacturer narrative:
The service rep found the key switch was in the wrong position. No patient injury was reported.